Event description:
It was reported that the patient experienced vibratory alert and came to the clinic. Upon interrogation of the implantable cardiac defibrillator, noise was noted on the ventricular channel. The clinic programmed the notifier. The patient would be followed up. The patient experienced no adverse consequences with the issue and was in stable condition before, during, and after the visit.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction on the device. Please retract these reports 2017865-2017-05540 and 2017865-2017-05540.

Event description:
New information noted that the physician confirmed the root cause of the noise was from competitive lead and not from the implantable cardioverter defibrillator. The lead was replaced and the patient was stable before, during, and after the procedure.